Manufacturer narrative:
One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the device was not in its original packaging and there were scratches on the lens. The keypad was seen to be lofting and inoperable and not meeting spec. The keypad was replaced to address primary problem. Additionally, replaced dos seal, gasket black, lcd lens, lens seal, overlay, rear label, side label, and battery door.

Event description:
It was reported that the keypad was lifting. The event occurred during testing. There was no patient involvement.